Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that their device has been dropped multiple times causing the reservoir and battery compartment to break into pierces reservoir is able to lock into place. The customer¿s blood glucose level at the time of the incident is unknown. Customer was advice to disconnect from device and to refer to their health care provider¿s instructions. No further details or information available. The device was returned for analysis.